Manufacturer narrative:
UDI: (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The perforator was visually inspected and no anomalies were observed. The perforator was then functionally tested. A series of holes with drilled without issues. The device performed as intended. A review of manufacturing records found no discrepancies when released to stock. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a perforator failed to disengage and almost damaged the dura when the second perforation was performed. There was no issue reported with the first perforation. The drill used was midas by medtronic and the perforator was held perpendicular to the healthy skull bone surface. The patient is recovering well. The perforator will be returned.